Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 250 to 300 mg/dl at the time of the call. The customer was assisted with trouble shooting and rewinding the insulin pump. The customer stated they had found a bent cannula as well as problems with the infusion sets falling off the pump. The customer also complained of reservoirs leaks when filling the tubing. The customer found air bubbles in the reservoir but the issue was resolved with a reservoir change. The customer was unable to finish trouble shooting the no delivery issue, but it would appear that the issue was with the tubing connector being unable to stay locked on to the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.